Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A territory manager contacted zoll customer support to report that the wife of a (B)(6) male patient reported that the patient was not wearing the device because the patient had open sores on his back where the therapy electrodes are located. When technical support called to follow up with the patient, the patient's wife said that the device was removed and the patient was applying hydro-cortisone cream per instructions from the rehabilitation doctor. There was no follow up to see if the open sores healed.

Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.